Manufacturer narrative:
Kinks were evident on the hypotube, transition tubing and distal shaft of the returned device. The stent had moved distal on the balloon off the distal tip of the device. Crimp impressions visible on the exposed balloon surface. The mid-to-distal stent wraps were stretched, bunched and deformed off the distal tip of the device. There was damage visible to the distal tip.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified and moderately tortuous distal cx lesion exhibiting 80 - 90% stenosis. No damage was noted to the device packaging. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered advancing the device and excessive force was used. It was reported that the device failed to cross the target lesion . The physician replaced the stent to complete the procedure . No patient injury reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.